Manufacturer narrative:
The parts were returned and meet dimensional specifications. No radiographs, CT or post-op narrative from the performing surgeon were received. Visual evaluation of the lock screws note radial marring on the bottom of the lock screws, as a result of the rod being loose within the head. Final tightening marks cannot be observed or analyzed due to the marring from loosening patient activity at the time or prior to the event is unknown. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions and sustained a fall/impact of some sort. If the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Review of labeling notes: possible adverse events. Bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock." The root cause of this reported event has not been determined. But may be the result of some action by the user (surgical technique), anatomical constraints of the patient, a factor of the environment or failure of the patient to follow post-operative care instructions.

Event description:
During a schedule revision to extend the construct from l4 to l3 for adjacent segment disease, the cephalad lock screw at l4 was noted to be loose and disassociated from the construct. Revision surgery was complete to correct the loose lock screw.